Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose value. Customer¿s blood glucose value was 536mg/dl and 2hours later it went up to 582mg/dl. Customer¿s current blood glucose value was 333mg/dl. Customer treated with shots and the pump. The drive support cap was normal. Customer alleged the insulin pump of under delivery. Insulin pump will not be returned for analysis.